Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent a pericardial puncture with drainage of about 50 milliliters of bloody effusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lead perforation, pericardial effusion and tamponade on the same day as the implantable pulse generator (ipg) system was implanted. The right atrial (ra) lead and right ventricular (rv) lead were removed and replaced. No further patient complications have been reported as a result of this event.